Event description:
Siemans was notified on (B)(4) 2014 that the ceiling arm that holds the monitor ceiling system (mcs) is separating from the ceiling. Reportedly, the journal and bearings appear to be sliding down, away from the mounting flange.

Manufacturer narrative:
Siemans became aware of the reported issue on 09/11/2014 and this MDR is being mailed on 10/08/2014. The investigation is on-going and a supplemental report will be submitted upon completion.